Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an open sore under an electrode. The patient's nurse bandaged the wound and recommended an ointment to use. The medical outcome of the open wound is unknown, as the patient ended use of the lifevest due to ICD implantation.